Event description:
It was reported that a medfusion¿ medfusion® 3500 syringe pump experienced a clutch lever plunger problem. No adverse health outcome was reported.

Event description:
It was additionally reported that there was no patient injury associated with the event.

Manufacturer narrative:
One used pump was returned for investigation. A visual inspection found the device to be in poor physical condition; the top case was chipped and cracked and the bottom case was also damaged. A "check clutch error" was present in the event history log. Flow testing was performed and the reported error was duplicated. The clutch halves were found to be worn due to normal wear. The complaint was confirmed.